Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. Two weeks later, a surgical procedure was performed, so the right cylinder and pump were replaced. A patient outcome of stable following the procedure was reported.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. Two weeks later, a surgical procedure was performed, so the right cylinder and pump were replaced. A patient outcome of stable following the procedure was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder had wear at a fold in the middle of the cylinder body. The cylinder kink resistant tubing (krt) had two holes due to fatigue, causing leaks. The cylinder passed the leakage test. The momentary squeeze (ms) pump was visually inspected, and leak tested. The pump tubing was cut down to the pump block; one tubing was returned for analysis intact on the cylinder. Under microscope observation, contamination (bodily fluid) was found within the ms pump. The ms pump passed the leak test. The ms pump was not functionally tested.